Event description:
It was reported that a pump, which was initially verified to be infusing levophed drip, was seen by the physician to be off at around 1314. However, the primary nurse stated that the physician's observation was not accurate as the pump was functioning normally, flashed the on and off button, wand was plugged in. Another nurse had stated that the device was never off, but unsure if it malfunctioned at all. Levophed was infusing at a titratable rate between 0.1mcg to 0.5mcg, based on the patient's blood pressure. It was then reported that the patient had taken the bipap off for at least eleven minutes and it was unclear if the pump was off for any length of time and whether the battery was depleted or malfunctioned. The patient was successfully resuscitated but subsequently expired. The event occurred in the emergency department. It was mentioned that the event was very complex and multifactorial; the customer would like to find out if the interruption of the pump module during levophed infusion could have possibly contributed to or was a factor in patient's death. The customer would also like to know if the levophed infusion, which was started at 1210, was infusing between the time frame of 1230 to 1330; if so, how long was the medication infusing for.

Manufacturer narrative:
The report of a possible pump shut off during an infusion was confirmed in the pcu event log, however the pump was paused and then the system was powered off by the user. The pcu event log shows a ¿battery discharged¿ event was recorded in the pcu event log at 1:10 pm on (B)(6) 2020. Two pump modules were in use and infusing at the time of the event, pump module s/n (B)(4) was in use and infusing norepinephrine 16mg/250ml (drugid 230) at a rate of 9.7ml/hr and pump module s/n (B)(4) was in use and infusing vancomycin 1000mg/250ml (drugid 313) at a rate of 167ml/hr. The infusions were paused and then the user selected softkey 14 to power off the system. The battery log downloaded from the pcu had a date range of 699 days (06 september 2018 to 04 august 2020) or 1 year 10 months and 30 days. Battery usage age is 2 years or 730 days. Evidence of battery conditioning was not present in the log. The customer¿s pcu maintenance records also have no record of battery conditioning. A review of the device error logs found no errors during the time of the reported event. The pcu with its returned battery passed battery testing after performing conditioning in accordance with service bulletin 592a. The devices were being used for treatment. Note: prior to the reported timeframe that was reported when the event took place, the battery log shows that the system was running on dc power when the system was powered on at 4:32 pm on (B)(6) 2020 and remained on dc power until 1:21 pm on (B)(6) 2020 when the system was powered on following a battery discharge event at 1:10 p on (B)(6) 2020. The proximate cause of the reported possible pump shut off during an infusion was identified as due to a battery discharged event. The root cause for the battery discharged event (with missed alarms) was identified as due to deteriorating battery capacity. As the battery deteriorates, runtime estimates become unreliable and lb warnings can be missed. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 18 august 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date of 20 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a pump, which was initially verified to be infusing levophed drip, was seen by the physician to be off at around 1314. However, the primary nurse stated that the physician's observation was not accurate as the pump was functioning normally, flashed the on and off button, wand was plugged in. Another nurse had stated that the device was never off, but unsure if it malfunctioned at all. Levophed was infusing at a titratable rate between 0.1mcg to 0.5mcg, based on the patient's blood pressure. It was then reported that the patient had taken the bipap off for at least eleven minutes and it was unclear if the pump was off for any length of time and whether the battery was depleted or malfunctioned. The patient was successfully resuscitated but subsequently expired. The event occurred in the emergency department. It was mentioned that the event was very complex and multifactorial; the customer would like to find out if the interruption of the pump module during levophed infusion could have possibly contributed to or was a factor in patient's death. The customer would also like to know if the levophed infusion, which was started at 1210, was infusing between the time frame of 1230 to 1330; if so, how long was the medication infusing for.

Manufacturer narrative:
Race and ethnicity: caucasian.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a pump, which was initially verified to be infusing levophed drip, was seen by the physician to be off at around 1314. However, the primary nurse stated that the physician's observation was not accurate as the pump was functioning normally, flashed the on and off button, wand was plugged in. Another nurse had stated that the device was never off, but unsure if it malfunctioned at all. Levophed was infusing at a titratable rate between 0.1mcg to 0.5mcg, based on the patient's blood pressure. It was then reported that the patient had taken the bipap off for at least eleven minutes and it was unclear if the pump was off for any length of time and whether the battery was depleted or malfunctioned. The patient was successfully resuscitated but subsequently expired. The event occurred in the emergency department. It was mentioned that the event was very complex and multifactorial; the customer would like to find out if the interruption of the pump module during levophed infusion could have possibly contributed to or was a factor in patient's death. The customer would also like to know if the levophed infusion, which was started at 1210, was infusing between the time frame of 1230 to 1330; if so, how long was the medication infusing for.